Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during the load cartridge step the pump did not detect the cartridge, the pump dispensed insulin and emitted a 'no cartridge detected' warning. The force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned to animas due to the report of large prime volumes. The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during the load cartridge step the pump did not detect the cartridge, the pump dispensed insulin and emitted a 'no cartridge detected' warning. The force sensor was found to be out of calibration. This report is being made based on evaluation results.